Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. During the evaluation cosmetic issues were observed. These issues would not affect the device's ability to deliver therapy as designed. No repairs will be done on the device per the customer's request. The device was scrapped due to no need for inventory.